Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not reproduce the reported issue. The device was extensively tested without being able to get the device to power off. Physio performed some unrelated repairs (front and back case of the device). After having confirmed proper device operation through functional and performance testing, the device was returned to the customer. A cause of the reported issue could not be determined.

Event description:
It was reported to physio-control that the customer's device powered off every two minutes when it was being used to monitor a patient. Patient details or information on the patient outcome were not provided.